Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was 104 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify audio alert anomaly due to critical pump error. Device received with corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay and cracked case (battery tube). The p-cap does lock properly.